Event description:
It was reported to boston scientific corporation that the patient was implanted with a boston scientific "transvaginal mesh product" (exact type unknown) during a procedure on (B)(6), 2009.according to the complainant, post-implantation, the patient underwent corrective surgery on (B)(6), 2010, where the implant was partially removed (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.